Manufacturer narrative:
(B)(4). Follow up emdr submission- one open sample (circuit) was returned and per visual inspection the melted tubing was confirmed on the expiratory and inspiratory limbs of the circuit. Sample was functionally tested and no issues were found with the reading, they were found within specifications. This product was manufactured in 2006. The device history record was destroyed per document retention policy. Two years of complaints were reviewed from (B)(6) 2013 - (B)(6) 2015 and no issues were found. At this time there is not any evidence that confirms that our operative personnel are contributing to this failure. This product is 100% tested prior to release to customers, no issues were found with the materials. Based on past similar reports it was determined that the most probable cause could be related to a combination of several factors that may have contributed to creating excess heat concentration in a small area on the circuit. The excess heat can soften or melt the tubing wall. These factors are not recommended actions per the circuit¿s intended function, for example if the circuit was covered with blankets, the limbs of circuit were tied together or the wire retainer was not in its place, this can cause excess heat to the circuit. These occurrences would happen outside of the manufacturing facility and are out of our control. Our investigation revealed no issues. As a preventative action, carefusion recommends following the product label for the recommended uses. I have attached the instructions for use (IFU) for this product, please note that the IFU states to not place material on or around the heated wire tube.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. (B)(4).

Event description:
While in use on the ventilator, the breathing circuit melted leaving a hole in the circuit. The patients were unharmed in this event." No patient injury reported. Email received from customer on (B)(6) 2015 with additional info regarding reported issue.  States "the clinician realized the tubing had melted when the vent started to alarm for low pressure. The issue was all on 1 patient."

Manufacturer narrative:
(B)(4). A sample is available and will be investigated by manufacturing plant. Customer confirmed there was no patient injury. If any additional information becomes available a follow-up emdr will be submitted.